Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not like the magic 3 catheters though it was too complicated to use. Per additional information received on (B)(6) 2021, patient indicated that the some of the pre-lubricated catheter received were dry.

Manufacturer narrative:
The reported event was confirmed. The root cause for this failure mode was unable to determine. Per investigation a device history record review was not required. Per investigation a labeling review was not required. Correction: e, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient did not like the magic 3 catheters though it was too complicated to use. Per additional information received via email on 10mar2021 the patient indicated that some prelubricated catheters received were dry.